Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that there were high impedances on the patient's lead and as a result the patient lost effective therapy. Surgical intervention was undertaken wherein the patient's scs system was explanted. Follow up indicated the patient was doing well post operatively.